Manufacturer narrative:
Evaluation: event is still under investigation.

Event description:
Physician inserted wire into occluded arterial vessel. It was a native occluded artery in a dialysis patient. The wire guide sheared off at the tip when it was being withdrawn from the needle. The vessel was occluded, so the physician felt it was a safe place to leave the fragment.